Manufacturer narrative:
The device was returned and evaluated following reports that the ilet would not unlock and the touchscreen was unresponsive after being dropped. Visual inspection identified no external damage. Functional testing confirmed that the touchscreen did not respond to touch inputs, duplicating the reported issue. Internal inspection identified the touchscreen ribbon cable to be disconnected; further evaluation determined that the securing tape intended to prevent cable back-out had been applied crooked and did not make contact with the ribbon cable. After reseating the ribbon cable, the device powered on and functioned as intended. The complaint was confirmed, and the device was restored to normal operation following correction of the internal connection.

Event description:
It was reported that an ilet pump was dropped and subsequently would not unlock, and the touchscreen remained unresponsive despite a restart and an attempted firmware update performed with customer care. Symptoms included inability to operate the device due to an unresponsive display. Outcomes included interruption of insulin delivery and the need for device replacement. Investigation included technical support troubleshooting and a software update attempt. Investigation of this case revealed that the display did not respond to user input after physical impact and that on-call troubleshooting and a firmware reflash did not restore function. It was concluded that the device experienced a touchscreen/display malfunction following physical damage, and a replacement device was provided.